Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve with this delivery catheter system ( dcs), loading felt normal and the fluoro check confirmed a good load. During implant the valve was initially deployed in too high of a position. During the recapturing of the valve the deployment knob broke between 1/3 and 2/3 capsule closure. The deployment knob tabs were noted as broken during recapture. The valve was fully recaptured due to improvisation of the physician, by temporarily holding the knob together. The system was removed from the patient and the valve was removed from the dcs. The valve was then loaded onto a new dcs and implanted successfully. It was noted that the deployment knob trigger was not used at any point in the process, the handle was not over-driven, and no unusual tension was felt in the system at any point in the process. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule almost fully open, visual analysis showed the handle is not intact. The tip-retrieval mechanism appears intact. The tabs are observed to be present on the male deployment knob component. A stress mark is observed on each of the tabs. The device was returned with the end cap/screw gear snap fit connected. There is no damage noticed on the threading of the screw gear. Voids are observed along the proximal end of the capsule. A kink is observed along the proximal end of the inner member shaft near the spindle hub. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images provided confirm that the first attempt was in a shallow dept. The device instructions for use (IFU) instructs ¿if the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. Various factors can affect valve positioning including the patient anatomy or physician technique. The cine images do not show evidence confirming the dcs handle issues during the recapture between 1/3 and 2/3 as stated. The subject device was received back and a kink was observed on the inner member shaft. The description of the event does not indicate that this kink occurred during the reported issue. This kink most likely occurred during transport of the device back for analysis. The device was received for analysis with the capsule open, and therefore the inner member shaft was not supported which may have resulted in the observed damage. Voids are observed along the proximal end of the capsule. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The device was received with the deployment knob components detached from the dcs, confirming the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.